Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy for atrial fibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as fast ventricular tachycardia (fvt). The device remains in use. No further patient complications have been reported as a result of this e vent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient has not been seen or had a device check. There is conflicting notes from inpatient providers whether the atp therapy was appropriate or not. Strips unable to be reviewed at this time. Patient was having atrial fibrillation (af) with rapid ventricular response. The patient was hospitalized for two days.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy for atrial fibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as fast ventricular tachycardia (fvt). The device remains in use. No further patient complications have been reported as a result of this e vent. 2024-08-27, it was further reported that the patient has not been seen or had a device check. There is conflicting notes from inpatient providers whether the atp therapy was appropriate or not. Strips unable to be reviewed at this time. Patient was having atrial fibrillation (af) with rapid ventricular response. The patient was hospitalized for two days. 2024-09-17 additional follow up received indicated it was inappropriate therapy for atrial fibrillation (af) with rapid ventricular response and that the patient was hospitalized 3 days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.